Event description:
During the procedure, (tracheostomy) a bivona pediatric tracheostomy tube flextend standard tts cuff tube 3.5mmid x 40mm lg the cuff was tested on the back table. It was then given to dr for placement in the trachea. When the anesthesia circuit was connected by dr, the patient was not being ventilated correctly. The trach was removed and replaced immediately with another tracheostomy tube, which worked. The 3.5mm x 40mmlg tracheostomy tube was removed from the table and it was noted by anesthesia that there is a small hole in the tubing that connects directly to the anesthesia circuit. Defective trach. FDA safety report ID #(B)(4).